Event description:
It was reported that the customer encountered a damaged cartridge five times on different days, with the last occurrence on (B)(6) 2025. There was no adverse impact to the customer¿s blood glucose level. The customer successfully resumed insulin therapy after changing the cartridge, although the damaged cartridge was unavailable for return.